Event description:
Dealer reported to sunrise medical that the end user was sitting in her chair when the back rest bolts sheared off. The end user didn't fall out of her chair and there were no injuries reported to sunrise medical.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.